Event description:
Patient called to report a product issue involving her dexcom g7 device. Patient stated when her blood sugar goes over 250 the device doesn't ring anymore, it only vibrates. Patient stated this is a big problem for her when she¿s sleeping as she relies on the alarm sound. Patient said during the day she will feel the vibration but not during the night. Patient stated this alarm issue is a dangerous problem for her.